Event description:
It was reported that in transport the pump shut off 5 minutes after unplugged. Action taken: pump plugged in for two hours - charged led on. Started battery test at 8:50 and got 20 minute alarm at 9:16, 10 minute at 9:28, 5 minute at 9:36, shut down at 9:45. Battery ran 50+ minutes on 2 hour charge and ramped down. Replaced battery & reversed cord clip. Pump needed to charge fully; new battery not fully charged. Will follow up on.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.